Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified, vaginally, for menstruation (lot number b1572w13, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that, she forgot to remove the tampon cover and it remained inside her vagina after she removed the tampon. The action taken with the use of the device and the outcome of the event were unknown. This report had non serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified, vaginally, for menstruation (lot number b1572w13, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that, she forgot to remove the tampon cover and it remained inside her vagina after she removed the tampon. The action taken with the use of the device and the outcome of the event were unknown. This report had non serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: the lot number was updated from b1572w13 to unspecified, since the consumer provided an invalid lot number. Due to lack of complaint sample, acceptable documentation review and absence of trends, there is no evidence to confirm that the device failed to meet the specifications. Complaint trends will continue to be monitored. The report remains as non-serious. The report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.